Manufacturer narrative:
On 25 january 2016 it was prepared a final report with the information already submitted in the initial report. On the same date, the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On november 06 2015 it was communicated that the implants are not available for investigation. On november 10 2015 we received the xrays for this case. Cup involved: versafitcup cc trio ø 62 (k103352) - code 01.26.45.0062 lot unknown and not available. On 25 november 2015 the medical affairs director made the following analysis: patient with a very narrow pelvis and shallow acetabulum. The first cup could not be implanted in the ideal position and allow for proper range of motion, this condition has most likely originated stem mobilization. The cup is shown with a defect in anteversion (having only one projection we cannot say if it was too anteverted or too retroverted). Root cause is most probably cup positioning, likely due to difficult patient anatomy. Batch review performed on 26 november 2015: lot 124058: (B)(4) items manufactured and released on 05 december 2012. Expiration date: 2017-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery 2 years after primary due to impingement between the posterior neck of the stem and the lateral side of the cup. The stem was found mobilized and it was easy remove it, the cup was osseointegrated and removed with cup-removal instrument.